Event description:
A customer reported via medwatch report mw5116316 that during a patient procedure, using a glidescope spectrum single-use lopro s4 laryngoscope, the screen went blank when intubating the patient. The procedure was successfully completed using a backup glidescope spectrum laryngoscope. Follow-up information received from the customer reported that the loss of image caused a delay of intubating a very ill patient, but no patient harm resulted from the delay.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope spectrum single-use s4 laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported image issue. When connected to known, good, test verathon equipment, the image splits, turns green, then cuts out entirely when the connection to the cable is manipulated. The tsr identified damage to the laryngoscope's hdmi connector which was missing the support plastic for the hdmi pins. The glidescope spectrum single-use s4 laryngoscope failed verathon's device functionality testing. The customer did not report any damage to the device in their initial report nor in their follow-up communication with verathon. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Corrective action is not required at this time. Verathon will continue to monitor for trends.